Manufacturer narrative:
(B)(4). Background information: the bc180 (50mm) nasal tubing utilizes adjustable-height foam padding which supports the tubing above the patient's head. The complaint device was not available for evaluation. An investigation was carried out based on information provided by the customer. The hospital did not report any product faults. Based on the information provided and the assessment carried out by the representative, it is likely that the breakdown was related to incorrect device setup. A fisher & paykel healthcare representative visited the facility on the following dates: (B)(4) 2011 (initial assessment); (B)(4) 2011 (training session with hospital staff). On the initial visit, the representative observed that the circuits, which were exiting the head of the incubator, were not being supported in any manner. The user instructions provided with the bc180 nasal tubing includes the following statement: ensure the weight of the circuit is supported to reduce tension on the nasal tubing. The circuit must have free movement to allow the baby's head to move without restriction. The fisher & paykel healthcare representative has been working closely with the hospital and has carried out a training session with the staff. The hospital has since adjusted their setup. The hospital has advised that they have not had any further incidents and that the issue appears to be corrected. Discarded by hospital.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an infant, who was on a setup which included the bc180 nasal tubing, had skin breakdown on the forehead. The breakdown was reported to be under the foam padding. It was reported that this is a general problem. The hospital reported that the patient had been on for 14 days with no problems. It was reported that the patient was taken off the therapy and then resumed 4 days later. The breakdown was reported to occur after the patient had been put on the therapy for the second time and occurred within approximately twenty-four hours.